Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported that the mesh did not cure or help problems of pelvic organ prolapse. The mesh was removed on (B)(6) 2016. No additional information was available.